Event description:
The customer biomed stated that during testing they noted the a/c led was not lit when the device was plugged into a/c power. There was no pt involvement.

Manufacturer narrative:
(B)(4).